Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 800 mg/dl, diabetic ketoacidosis, brain swelling, and the customer lost the ability to speak. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the ER. Reportedly, the customer forgot to deliver insulin for therapy. Multiple follow up attempts were made to obtain additional information, however, a response was not received.